Event description:
It was reported that during implant, the physician placed the lead several times in the heart and attempted to screw out the lead helix with multiple turns. When placed, there was high impedance, very low sensing and very high thresholds. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.